Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a cardiovascular diagnostic procedure, and the procedure was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that suit pc was not booting up. Upon troubleshooting, fse found the system was not booting up. Fse connected the external monitor to the suite pc. The drive bay in the suite pc was bad. Move the os disk to a different slot in the drive bay. Fse discovered that the root cause of the problem was with the suite pc. Review of the log file showed the suit pc was not booting up; a malfunctioning suite pc was confirmed. The customer replaced the suite pc and returned to philips for further analysis. The analysis confirmed the malfunction of suite pc and identified hdd bay failure. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for suite pc, x-ray pc and the flex viewing pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1152-2024. After the replacement of suit pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.